Event description:
Per sales rep: surgeon went to cut a plate and noticed that the plate cutter had disassembled.

Manufacturer narrative:
Device is not available to stryker. Investigation in process but not yet complete.